Manufacturer narrative:
This report is based on information received from a third party or developed by varian medical systems, inc. While the reported event is being investigated, some of the facts are as yet unverified. By submitting this report the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.

Event description:
User site delivered brachytherapy treatments with a 1.4mm proximal positional error for years. The root cause of the positional discrepancy was due to incorrect user input value for the source center distance from tip. The user site had changed the factory default setting and did not perform a system verification test which would have caught the discrepancy. The user site has not reported their conclusions on the clinical impact at this time. It is unlikely that the 1.4mm positional change will have any clinical significance to the delivered treatments. If information becomes available indicating negative pt effects, a supplemental report will be submitted.